Event description:
It was reported that the patient received an inappropriate shock. It was also reported that the shock was due to atrial fibrillation. In addition, it was noted that the patient had "pneumonia" and "broken ribs". It was also noted that the patient was part of the painfree sst study. The device remains in use. No further patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.